Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adc device that detached prematurely was reported via a webform. The customer experienced a loss of consciousness and seizure and was treated with insulin and/or glucagon by a third-party. Attempts to follow up with the customer to obtain additional information up into this time has been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
An adc device that detached prematurely was reported via a webform. The customer experienced a loss of consciousness and seizure and was treated with insulin and/or glucagon by a third-party. Attempts to follow up with the customer to obtain additional information up into this time has been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.